Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after a pump alarm was generated during patient treatment with a vasopressin drip, an unspecified amount of air was noted between the upper y-site and the pump while using a clear-link device. The reporter stated the bag was full, the drip chamber was full, and the line was primed above the upper y-site. The line was primed below the pump and the drip¿ had been running for hours¿. The reporter primed and connected a new vasopressin drip and the patient¿s mean arterial pressure (map) decreased from 89 to 65. It was reported there was ¿no harm¿. No interventions or treatments were reported. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.